Event description:
(B)(4). Cramping, sharp pelvic pain, discharge, night sweats breast tenderness, back pain, nausea, gas, constipation, severe bloating, metallic taste in mouth, heartburn, headaches, migraines, dizziness, rash, skin irritation.